Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen calibration is off by about an inch to the right. Due to this, it is very difficult to use and impossible to select anything along the right edge of the screen. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.

Manufacturer narrative:
Device problem code, results code and conclusion code updated.